Event description:
The patient was receiving treatment for endovascular stroke. During procedure to remove clot from cerebral vessel, the penumbra catheter broke off and remained in the patient. Attempts to retrieve the catheter remnants were unsuccessful. There was no known injury to the patient.